Event description:
It was reported that after implantation of three unspecified multi-link vision cobalt chromium stents on (B)(6) 2011, with one stent implanted in an unspecified coronary vessel and two stents implanted in an unspecified peripheral vessel in the groin area, the patient has been experiencing pain and numbness in the groin area at the implant site, with the numbness extending to the feet. An angiogram and bloodwork performed (B)(6) 2011 revealed no abnormalities. While the patient has a history of peripheral artery disease, coronary artery disease, continuous angina treated with continued nitroglycerin therapy, and a history of 4 prior procedures without incident, the angina persisted after the procedure (B)(6) 2011 and continues to persist. The patient expressed concern of possible hypersensitivity to the cobalt chromium compound in the stents. No tests or medications have been administered. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. It should be noted that the rx/otw vision instructions for use (IFU) in the warnings section states: persons allergic to l-605 cobalt chromium alloy (including the major elements cobalt, chromium, tungsten, nickel) may suffer an allergic reaction to this implant. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The two additional multi-link vision stents are being reported under separate MFR numbers.